Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 3 october, 2025 and 6 october, 2025. H11: the actual device was received for evaluation. A visual inspection was performed and observed fluid inside a bag that contained the unit which suggested leak. A functional leak test was performed by manually filling the bladder with green color water. After fill, evidence of a slow leak was observed coming out at the solvent bonding junction of the tubing and stressmember near the fill port area. The reported condition was verified. The cause of the condition was determined to be inadequate tubing insertion during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; the source of the leak was not identified. This was observed 10-15 minutes after filling the device. The device was filled with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.